Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to a broken liner. Head, bearing, and liner revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 650-1159, lot#: 3145091, delta cer fem hd 28/-3mm t1. Cat#: 110031009, lot#: 65851604, 28mm i.d. 38mm o.d. Size c bearing. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.